Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2008; 5076 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was high thresholds and noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.